Event description:
The stop post was broken off of the infusion set, allowing free-flow of about 300 cc of hyperalientation fluid to the infant through peripheral IV. The infant had resultant apnea/bradycardia and elevated blood glucose levels.